Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pumps programmed settings were completely erased during an attempt to download the setting to the ez-manager. Accurate programming information is not readily available for re-programming the pump. Patient was instructed to use backup plan until hcp can be consulted and confirm settings. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.